Event description:
It was reported to philips that the the system did not boot up completely. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a planned treatment/non-emergency treatment which was completed using another system. The philips remote service engineer (rse) inspected the system remotely and confirmed that system does not boot up completely. The customer stated that the system was not coming up properly with the error message "not ready for exposure, generator starting." Rse checked the log files and found there are power supply errors with overload errors. The philips field service engineer (fse) visited onsite and performed troubleshooting. Fse checked the logfile and found that the flat detector controller system interface board (fdcsib) was failed. Fse checked and confirmed that the power fan tray direct current power supply (dcps) failed to supply the power to fdcsib. Fse replaced fdcsib and configured, but the issue persists. Fse replaced the fan tray power assembly, restored fdcsib, and rebooted the system. After which the system was returned to good working condition. The defective power distribution unit (pdu) fan tray and dcps were returned to philips for failure analysis. The cause of the failure was found to be defective power supply unit. The codes were updated based on the investigation outcome.